Event description:
Related manufacturer report number: 1627487-2023-00898. Additional information was received that the patient underwent surgery to replace their l4 lead. During this procedure the l5 lead was damaged by the physician. As a result, both of the leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.